Event description:
It was reported that the user received an ¿unable to proceed, please check alerts to resolve issue before proceeding¿ notification during fill tubing while performing a full supply change with cd infusion sets, and the event was consistent with a complete blockage associated with the tubing component; multiple dry runs to 120 units were successful and the user ultimately completed a supply change with new supplies and resumed delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during fill tubing and the issue aligned with a device blockage involving the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.